Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient was not getting adequate pain relief. It was also reported that the patients ipg would not charge and turn on. The physician did not suspect device malfunction. The device was replaced with an MRI compatible ipg and the patient was doing well post-operatively. The explanted ipg was not returned.